Event description:
A blood leak developed during the first use of the dialyzer. The dialyzer had been preprocessed using formaldehyde. The reporter indicated that there were no adverse effects to the pt and medical intervention was not required. The reported blood loss was estimated at 180 ml.